Manufacturer narrative:
When xtrallux was first notified of the event, they reached out to the patient for more information and requested they return their device for investigation. The subject device was returned 10 days later and investigated. On review of the device and device photos taken by the receiving department, it appears there is cable damage to connectors from misuse. It shows that cables were forced together causing the pins to be pushed up against the wall of the receptacle connector, causing breakage through plastic walls of connectors when misaligned. The protections built into the power pack prevented the device from powering without proper connection of cables. The device worked as intended and ensured that no harm occurred to the patient. The device's risk assessment captures the relative risk and has determined it to be acceptable. This failure mode will continue to be monitored. The device DHR was also reviewed and there were no nonconformities. The instructions for use (IFU), which were reviewed through the 510k submission, provides information regarding electrical shock such as: "do not operate the device when it or any of its components are damaged, or if the power pack or power supply have been dropped or damaged. To avoid the risk of electric shock, do not disassemble any part of the appliance or its accessories. Contact xtrallux customer service for examination and repair," and "if the power supply is damaged, contact xtrallux for replacement to avoid electrical hazard or damage." Xtrallux also ensures patients handle the device with care to mitigate risks related to power cord damage advising, "care should be taken to protect the integrity of the device. It is recommended to keep your xtrallux device in its protective storage case between uses to prevent accidental damage and avoid excess wear and tear. Take care when removing cables from power sources, gently unplugging cables without exerting excess tension on device cables."

Event description:
On (B)(6) 2025, xtrallux was notified that a customer's unit failed on (B)(6) 2024. The customer stated that the connection between the cap and the battery pack had shorted and melted.